Event description:
Event description guidant received information that this implantable right ventricular lead exhibited noise. This noise was sensed by the device, and resulted in brief episodes of pacing inhibition. The noise was reproducible through valsalva maneuvers and by having the patient rise out of bed. Technical services (ts) recommended replacing the rate/sense portion of this lead. No symptoms have been reported with the pacing inhibition.